Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was displaying a possible device malfunction message during interrogation. Sporatic beeping tones were identified. Technical services recommended immediate replacement.